Event description:
The facility reports the patient was being transferred from the bed with the lifter. Per usual procedure, the sling was put in place for the transfer to the toilet. The caregiver lifted the patient using the lift's hand control to start the transfer to the bed. When the caregiver pulled the lift with the patient from the bed, the hanger bar detached from the lift. The patient dropped to the floor, hitting one of the lift's legs with her back and was subsequently hit in the face with the hanger bar. At this point, the patient had one leg on the floor and the other leg still on the bed. The caregiver immediately called for help. The patient was diagnosed with an abrasion to the sacrum, two to three broken ribs, and an abrasion to the face (on the mouth area). (B)(4).

Manufacturer narrative:
The incident involved a tension pin that is placed through the nut and bolt assembly that holds the hanger bar in place. This pin broke and dislocated, and as a result, no longer held the nut and bolt assembly in place. This allowed the nut to become unscrewed and the hanger bar to detach. From (B)(6) 1999, this lifter was produced with a different assembly. A nut and bolt assembly was used, with the tension pin above the nut, through the bolt. The latest state of design, starting in (B)(6) 2005, is a locknut used with a low-friction washer. Loctite 2701 is applied, and a tension pin is put through the nut, offering a three way safety. Both later applications refrain from putting constant stress on the tension pin, and have proven their safety, as no significant trend has been detected within complaint trending on lifters fitted with these assemblies. A world-wide correction on this type of lift was conducted in (B)(6) 2004 ((B)(4)). The problematic assembly had a bolt and nut connection with a tension pin through both the nut and bolt. The problem was that the pin could become damaged due to constant stress and no longer lock the nut. Lifters reported to have this assembly had a new bolt and teflon washer installed; also, two existing spring pins were replaced with new spring pins (roll pins). On (B)(6) 2007, the service representative carried out a routine maintenance on this lifter. The lift was load tested; nothing was found or replaced out of the ordinary. The incident occurred (B)(6) 2008. The manufacturer's investigation shows the hanger bar assembly was of the type that should have been replaced by the correction, and that it is likely to have shown severe slack during the maintenance that occurred two months prior. The manufacturer's investigation shows that, although a preventive maintenance schedule is present in the lifter operating and product care instructions (opi), there is no detailed instruction relating to how the hanger bar attachment should be checked for damage or wear. Review of complaint trending reveals that this is the first such event where a patient dropped as a result of this lifter hanger bar detaching since the correction in 2004. Based on the information received, the manufacturer concludes that: the technical documentation for this lifter utilized by the service technician is not sufficiently detailed. A service call was done two months before the incident. This was a planned service involving a load test. The patient drop was due to a tension pin locking mechanism failing, no intervention being done to correct this failure, and subsequently the nut holding the hanger bar coming loose and detaching. From this the manufacturer concludes the supporting documentation and training of the involved service technician is insufficient. The internal service procedure document for this lifter will be adapted to feature a clear detection and indicate effective corrections with regard to any problems with hanger bars in the market today. The service team will be retrained to this service procedure.